Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) of the gastroduodenal artery (gda) using ruby coil lps and non-penumbra microcatheter. During the procedure, while advancing a ruby coil lp into the target vessel using the microcatheter, the physician experienced resistance towards the distal end within the microcatheter and the proximal end of the ruby coil lp became kinked. In an attempt to straighten the kink out, the coil detached. The pusher assembly was removed from the microcatheter. While inserting a new ruby coil lp into the microcatheter, the physician noticed the previous ruby coil lp had remained within the microcatheter. Consequently, the detached ruby coil lp was inadvertently pushed out of the microcatheter and into right hepatic artery. No attempts were made to retrieve the detached ruby coil lp. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.